Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Water tightness was compromised due to holes found in the distal end. Additionally, as noted, the distal end tube blade was broken. The adhesive was missing. There were scratches on the grip, right lever plate, light guide cover glass, and video connector. The video connector was also noted broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus endoeye flex deflectable videoscope due to an unspecified air/water leakages issue. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that a portion of the subject device had fallen off. This report is being submitted to capture the fallen off device component noted during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the a-rubber which had fallen off from the device. A definitive root cause for this issue was not established. However, it is probable that the issue resulted from a mishandling of the device. Olympus will continue to monitor field performance for this device.